Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information.

Event description:
It was reported the helmet started producing smoke from the fan area of the helmet and it was taken off immediately. No flames or sparks were observed and the amount of smoke was small. The sales rep has viewed it and it has no visible damage. No safety reports were filed with any agency. They surgeon just swapped to a new helmet. Fire department was not necessary. No adverse events were reported as a result of this malfunction.

Event description:
Investigation revealed that the fan motor did not operate and within a minute, the device started to smell like the electronics had overheated.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Product review of the totalshield surgical helmet serial number n/a by zimmer biomet dover, oh on (B)(6) 2020 revealed that the fan motor did not operate and within a minute, the device started to smell like the electronics had overheated. Repair of the device was not performed because the totalshield surgical helmet is not a repaired device. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history found no additional related issues for this item and the reported part and lot combination. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that during surgery, the helmet/ toga began to fill with smoke. There was no confirmation of flames or physical fire. The surgeon removed the helmet, donned a new one, and completed the surgery as planned with no delays to the procedure. No harm to patient or operator.